Manufacturer narrative:
(B) (4).

Event description:
The pt fell off of her couch at home and subsequently experienced a change in stimulation; it was not capturing her pain as well. Impedances were normal at 325 ohms and 219 ohms for each group. The pt felt she had to recharge more often than expected though the recharge interval was appropriate given the device settings. The settings were: 2 programs: 6v, 7v, 270pw, 360pw, 70hz, 24/7 usage. She was charging every two days. The device was reprogrammed and it was possible to recapture leg pain relief, but not as well and it was not possible to capture the pt's back pain. X-ray was planned for (B) (6) to see if the lead had moved due to the fall. Further info is being requested at this time.